Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the may 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "calibration issue¿ based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue of calibration issue was not determined because no product or device logs were returned. The reported issue of calibration issue could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that 4 of the devices would not calibrate. The device could not be calibrated due to the software indicating that the pump would need to be repaired. This particular clinic is a low volume clinic which does not see many patients. The devices spiked in rate accuracy over the acceptable amount (around 12.67). The biomed was able to calibrate these devices after replacing the bezels. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 4 of the devices would not calibrate. The device could not be calibrated due to the software indicating that the pump would need to be repaired. This particular clinic is a low volume clinic which does not see many patients. The devices spiked in rate accuracy over the acceptable amount (around 12.67). The biomed was able to calibrate these devices after replacing the bezels. There was no reported patient involvement.